Event description:
On (B)(6)2015, the reporter contacted animas and alleged that the patient experienced a blood glucose of 305 mg/dl with polyuria, polydypsia and confusion. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was revealed that the insulin on board (iob) was set as expected and the iob duration was counting down as expected based on the bolus history. This complaint is being reported because the patient allegedly experienced hyperglycemia as a result of use error in not correctly understanding the iob feature.

Manufacturer narrative:
The pump has not been requested to be returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.